Event description:
It was reported by service report that the top rail is broken presenting sharp edges and the side rail was broken and cannot be latched up. No pt involvement or adverse consequences are reported.